Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the battery tube noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.